Manufacturer narrative:
The port assembly was returned with approximately 24.5 cm of lumen still attached. Visual inspection confirms the complaint as one side of the septum appears to have "popped out" of the port cap. The septum was removed and revealed a large mass of what appears to be soft tissue inside the port reservoir, blocking the stem. Attempts to pull the mass from the reservoir were not successful. A guide was inserted into the port stem, forcing the mass to dislodge and revealing an additional portion of the mass, hardened and in the shape/length of the port stem. The rounded, soft tissue mass measures approximately 0.2 cm. The hard mass appears to be dried blood and tissue and is the size of the inner diameter of the port stem, approximately 0.4 cm long. The device was further evaluated by medcomp engineering. The septum and cap in which it is seated are within specification with no abnormalities. It is suspected tissue, perhaps similar to a clot or fibrin sheath, may have begun to form around the distal end of the catheter lumen. This mass was then drawn up the lumen into the port reservoir and stem during aspiration, resulting in the occlusion of the port stem. With the port stem occluded, attempts were then made to flush the device with pressure greater than it is designed to withstand, causing the septum to partially separate from the port cap. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. A root cause cannot be definitively determined but is not likely manufacturing related. The instructions for use (IFU) contains the following warnings: *do not use a syringe smaller than 10ml. Prolonged infusion pressure greater than 25 psi may cause damage to a patient's vessels or viscus. *power injectable implantable infusion ports are only power injectable when accessed with a power injectable needle. *failure to warm contrast media to body temperature prior to power injection may result in port system failure. *failure to ensure patency of the catheter prior to power injection studies may result in port system failure. *power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter. *exceeding the maximum flow rate may result in port system failure and/or catheter tip displacement. *power injectable implantable infusion port device indication for power injection of contrast media implies the port's ability to withstand the procedure but does not imply appropriateness of the procedure for a particular patient nor for a particular infusion set. A suitably trained clinician is responsible for evaluating the health status of a patient as it pertains to a power injection procedure and for evaluating the suitability of any infusion set used to access the port. *do not exceed a 325 psi pressure limit setting, or the maximum flow rate setting on the power injection machine, if power injecting through the power injectable implantable infusion port device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When I was assessing the port for lack of blood return, they reported functioning well previously, port had been accessed twice before I was called. Unable to aspirate per the rns. Flushing resulting in either occlusion or "swelling". Well, secured and port needle was well seated in the septum. No trauma to the site per the pt. Not able to aspirate and with no overt pressure on flushing, overt swelling of saline infiltration - thought the port to catheter connection had failed. Dye study showed the port septum was imperfect, on surgical removal, it was noted the septum had detached.